Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with the event; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: 12/08/23 was the correct date of the incident involving this instrument. The instrument was inspected prior to use and had no visual issues or damage. The instrument did not come apart or become dislodged. The vessel or tissue bundle was not larger than the suggested size. A backup clip applier instrument was used to replace this damaged one.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have grip input disk broken. Input disk 6 was found completely broken from the inside of the housing. This causes instrument not to clip.